Manufacturer narrative:
Device passed displacement test. No pump error 23 noted. Device alarmed pump error 75 during self test due to internal battery not properly plugged in to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power supply test failed during self-test and post reset ram crc alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that insulin pump does not pass self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.